Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump would not charge normally. When the pump was plugged into a power source, the pump would not recognize the power source and would not charge. Also, it was reported that the pump battery gauge was noted to be inaccurate, increasing from 70% to 100% without being plugged into a power source. The customer's blood glucose level was 124 mg/dl. It was confirmed that the customer had manual injections available.